Event description:
It was reported that the ilet¿s unlock control was unresponsive and the button did not slide, preventing the device from unlocking; the patient transitioned to manual insulin and a replacement ilet was provided with instructions to back up data via the mobile app and power down the device before return. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no clinical intervention beyond switching to manual insulin. Investigation included collection of user reports and arrangement for device return. Investigation of this device revealed a device usability or mechanical malfunction related to the user interface unlock mechanism. The display was further inspected, and a dent was found on the plastic bezel closest to the touchscreen glass. This impact likely caused the screen to crack, and consequently the touchscreen to stop functioning.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.